Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012; product type extension, product ID 3776-75, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012; product type lead, product ID 3487a-56, lot# v228165 implanted: 2010 (B)(6), explanted: 2012; product type lead, product ID 3487a-56, lot# v176891, implanted: 2010 (B)(6), explanted: 2012; product type lead. (B)(4).

Event description:
A healthcare professional reported the patient's neurostimulation system was removed in 2012 because, the device and therapy weren't working for the patient. The indication for use was spinal pain. Additional information has been requested regarding the event date, troubleshooting, and the cause of the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's condition worsened and they needed further surgery which precluded further use of the stimulator. It was reported by the healthcare professional when the patient first experiencing the lack of therapeutic effect and troubleshooting performed were not available.